Event description:
Based on additional information received on 22-nov- 2017, the case was updated to valid and upgraded to serious as an important medical event of device malfunction was added. This unsolicited case from united states was received on 09-nov-2017 from the nurse. This case concerns unknown number of patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patients have negative reactions after receiving an injection with that lot number. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, once (lot number: 7rsl021; dose, indication and expiration date: not reported). On an unknown date in 2017, unknown latency of receiving the injection the patients had negative reactions after receiving an injection with that lot number. Corrective treatment: not reported for patients have negative reactions after receiving an injection with that lot number outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. The case was updated to valid and upgraded to serious as the event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later the patients having negative reactions after receiving an injection with that lot number. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.